Manufacturer narrative:
Intuitive surgical, inc. (Isi) received universal surgical manipulator (usm) to perform failure analysis. The unit was analyzed and the reported error 32098 could not be replicated during the first round of testing. Other tests passed. The usm was retested, and error 32098 occurred after being idle for 30 minutes. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system triggered errors 32096 and 32098. Arm 3 on the patient side cart (psc) was not working properly due to the errors. The technical support engineer (tse) confirmed the errors in the system logs. The tse guided the customer to perform a power cycle, but the issue persisted. The customer also exercised the arm and powered the system down. After a hard power cycle, the error 32065 remained. The tse advised that the system can be used in a three-arm setup. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the error 32065 issue on the system and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted upon completion of the failure analysis testing.